Event description:
Post ear reconstruction, the catheter broke while being removed in 2007. The fragment was subsequently removed two days later, from iliac crest bone graft site. The patient was reported as doing well.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. However, we tested two retain catheters having the same lot number (672896) involved in this incident. The tensile strength of the "mid-body" and "infusion" segment was tested, and the results were found to be within acceptable limits. In addition, a review of lot history showed that this was the only catheter break related incident from this lot. We also reviewed the device history record of this lot, and the receiving inspection record showed that catheter tensile strength was tested and found to be within the limit. We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catheter break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occurring within the estimated risks limits. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.